Manufacturer narrative:
G4: 09sep2020. B4: 14sep2020. The replaced central processing unit (cpu) printed circuit board (pcb) was received for internal failure analysis. The problem of ventilator restart could not be verified. No restart behavior occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15sep2020 b4: (B)(6)2020 the replaced touchscreen was received for internal failure analysis. The touchscreen was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported that the touch panel worked incorrectly. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the touchscreen failure. The service technician also identified that the vibration related to the button operation caused the power led (light emitting diode) to turn off. Additionally, the occurrence of the diagnostic code related to ventilator restart due to anomalies was confirmed in the diagnostic report. The service technician replaced the touchscreen to address the touchscreen failure, the power switch overlay to address the led failure, and the central processing unit printed circuit board to address the diagnostic code. The ventilator successfully passed performance specification testing after the repair was completed.